Manufacturer narrative:
The patient is reported to be small in stature with minimal tissue present at the implant site. It is unclear if there is a correlation between the lack of supportive tissue and the migration of implanted components. The patient reports following all post-implant recovery instructions and no significant events leading up to change in therapy. Lead migration was confirmed by the implanting physician through xray imaging.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025. On (B)(6) 2025 a nalu representative was notified that the patient was being scheduled for a surgical revision due to lead migration. On (B)(6) 2025 the migrated lead was removed and a new lead was placed back at the intended location. During the procedure the implantable pulse generator (ipg) was also replaced out of caution.